Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of blockage with an infusion set and was alerted by alarm 2a followed by alarm 26a. The blockage was located at the site and the symptoms were noticed 3 or more hours after insertion. The site was abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.